Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (audio bolus button tactile change/unresponsive) issue. It was reported that the audio bolus button (abb) was under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on april 18, 2018 with the following findings: the audio bolus button cover was found to be intact; no damage was observed. During testing, the audio bolus button was found to respond appropriately. There was no evidence of contamination found on the button contact. The pump case was removed and no evidence of moisture contamination or loose components was found inside the pump. The complaint of an audio bolus button response issue was not duplicated during investigation. There was no defect found.